Event description:
I was in a motorcycle accident and my neck was broken c-6 and c-7 were fused. I just read that there is a recall on screws (hardware) from a company called spinal solutions llc. I have moved several times and have a different last name now, so if there was an attempt to contact me by letter about the recall, I did not received it. My name at the time of accident was (B)(6). The fusion was done at shock trauma in baltimore (B)(6) 2001.